Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Dual clean toothbrush head snapped off in mouth while brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a store reported via e-mail on 12-sep-2016 that a customer reported that while his wife, age unspecified, used an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushhead snapped off in her mouth. No symptoms developed.